Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room while experiencing chest pain. It was found that the right ventricular lead exhibited loss of capture, r wave variability, and low impedance. The lead was successfully repositioned. Then after repositioning, the patient lost blood pressure and developed pulseless electrical activity. The patient received emergency treatment, was stabilized and sent to the intensive care unit. After analyzing the device, it showed normal function and good numbers and the patient was recovering.